Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain in the sacrum. The patient was given a shot by her physician. It was unknown if the pain was device related.

Manufacturer narrative:
Additional information was received, as per x-ray result, that the patient's pain could be due to the aging process and had nothing to do with the device. It was also noted that the shot given did not help with the pain.

Event description:
A report was received that the patient was experiencing pain in the sacrum. The patient was given a shot by her physician. It was unknown if the pain was device related.

Event description:
A report was received that the patient was experiencing pain in the sacrum. The patient was given a shot by her physician. It was unknown if the pain was device related.